Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, there was a mistake with the am and pm setting of the pump time. The contact did not provide further details, but reported the issue was resolved prior to the time of the report. The customer declined to provide further information. There was no known impact to the customer's blood glucose level.